Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014 device evaluation: the pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime alert due to non-zero low force. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The reported prime issue was verified in the black box but not duplicate during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, multiple loss of prime alerts occurred with cartridges from different boxes. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Allegedly, the patient had primed while attached and had inadvertently infused as much as 31 units of insulin. The patient did not report any blood glucose excursion or any symptoms associated with hyperglycemia. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.